Event description:
A 3 year-old girl, was originally implanted on 10/2/1998. She was successfully fitted and there were no reports of any problems with her system. Sometime during the second week in march (the exact date of the incident is unk), the child fell out of a shopping cart. Although a bump developed on the back of her head, her system continued to function. On 3/24/1999, the child was seen at the implant center for a complete device eval because her parents reported that their child's performance had begun to decrease. Testing conducted at the center, including a change out of the external equipment, confirmed that her device was no longer functioning. Revision sugery took place on 4/5/1999. Reimplanted with another clarion device.